Manufacturer narrative:
Sample is expected to be returned for analysis.

Event description:
Customer states that during pre-test prior to use on a pt a nurse found the cuff would not be deflated after it was inflated. No pt involvement.